Manufacturer narrative:
The reported malfunction was observed and isolated to the front panel membrane.

Event description:
Complainant alleged that during biomed testing, the device intermittently would not charge energy. Complainant indicated that there was no patient involvement in the reported malfunction.